Manufacturer narrative:
On 06-mar-2021, thermo fisher scientific identified that the incorrect module 1 script was installed on the ruo system. The incorrect module 1 script resulted in all negative control wells being named "nc" as opposed to nc1, nc2, nc3, and nc4. This caused the software to treat the negative control wells as patient samples; the negative control values were not assessed for their performance. On 01-mar-2021 (prior to awareness of the issue) the ruo system was updated to ruo software (B)(4), which included v2 module 1 scripts with the correct negative control nomenclature. Customer was using the incorrect module 1 script from 11-nov-2020 through 03-feb-2021. Investigation is underway, and root cause has not been identified. Additional information, including any results identified during data file review, will be provided via a follow-up MDR..

Event description:
On 06-march-2021 thermo fisher scientific identified that the customer was running the ruo labeled taqpath¿ covid19 high throughput combo kit, while using ruo workflow and ruo hardware/components, with a software script that caused the wrong sample designation used to identify negative control on the sample plate. The incorrect sample designation identified all negative controls as "nc" instead of the correct sample designation of nc1, nc2, nc3, and nc4. Therefore, "nc" was treated as if it were a patient sample, not a negative control. This could have resulted in potential false positive calls as the plate would not have been invalidated if negative control failed. Thermo fisher scientific has not confirmed whether false positive calls were produced and whether they have been reported out of the laboratory.

Manufacturer narrative:
On 06-mar-2021, thermo fisher scientific identified that the incorrect module 1 script was installed on the ruo system. The incorrect module 1 script resulted in negative control wells being named "nc" as opposed to nc1, nc2, nc3, and nc4. This caused the software to treat the negative control wells as patient samples and therefore the negative control values were not assessed for their performance. Update 28-apr-2021: thermo fisher scientific has confirmed that the root cause was installation of incorrect module 1 script on the ruo system. Upon reanalysis of the university (B)(6) data files, eight affected plates were found with the incorrect ncs name. When these eight plates were assigned the correct nc nomenclature (nc1, nc2, nc3 and nc4 instead of "nc"), the negative controls passed, and the results were valid. No patient samples changed status and no patient samples were impacted by this error.